Event description:
It was reported that during a procedure the head of the bur broke off. The procedure was completed successfully, without a clinically significant delay; no medical intervention was reported. No further information was reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if the device is available.

Event description:
It was reported that during a procedure the head of the bur broke off. The procedure was completed successfully, without a clinically significant delay; no medical intervention was reported. No further information was reported.